Manufacturer narrative:
The reported event could not be confirmed. A potential root cause for this failure could be "operator error". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿self-catheterization should follow the plan of care and device given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient experienced difficulty when he tried to insert the catheters. The patient stated he had to use 2-3 before he could get one to insert fully to void. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced difficulty when he tried to insert the catheters. The patient stated he had to use 2-3 before he could get one to insert fully to void. No medical intervention was reported.